Event description:
It was reported that the patient has been experiencing increased seizures. The patient's mother is concerned that the vns may have been damaged from the patient hitting her chest due to unrelated muscle spasticity. Attempts for additional information have been made; no additional relevant information has been received to date.